Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit farfield oversensing. Technical services (ts) was contacted to determine if oversensing was present on the stored electrogram (egm). Upon review of the available information ts observed intermittent oversensing in the right atrial (ra) and right ventricular (rv) channel approximately since the device implant. In addition, intermittent undersensing was observed on the rv channel as signal were falling in the blanking period which subsequently triggered unrequired ventricular pacing. Ts suspected that the position of the ra lead and patient posture could be triggering the reported events. Further in clinic evaluation and reprogramming options were recommended. This ICD remains in service. No adverse patient effects were reported.